Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. However, possible causes were reviewed for the failure. The following are some potential causes that were identified: defective material, operator failed to follow process and inspection procedures, or customer misuse. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states blood was leaking at the arterial port and dialysis could not be done.

Manufacturer narrative:
Submit date: 7/21/17. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this reported failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual device reported to be involved was a palindrome catheter, however the sample received was a mahurkar catheter without the venous (blue) adapter. The catheter came inside a generic plastic bag and did not present signs of use and the red adapter was detached from the extension and it has a crack 90 degrees from injection point cavity 2 and also has signs of use. The instruction for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The issue was not identified prior to use, and according to the event description, the leak was found during dialysis treatment. The involved device was in use during an undetermined amount of time. The reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The adapter presented signs of manipulation. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapters were more likely damaged during use and the most possible root cause was over tightening the adapter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states blood was leaking at the arterial port and dialysis could not be done.

Manufacturer narrative:
Submit date: 03/29/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states blood was leaking at the arterial port and dialysis could not be done.